Event description:
It was reported that a revision surgery was performed due to patella pegs were failing. Surgeon revised the patella.

Manufacturer narrative:
It was reported that a revision surgery was performed due to patella pegs were failing. The associated journey bcs resurfacing patella component was returned and evaluated. A lab analysis conducted during this investigation indicated that it showed fractures of two pegs as well as plastic deformation of the remaining patella peg. This examination also showed signs of pitting and scratching. The root cause of the fracture and deformation could not be determined from this investigation. The cause of the pitting may have been due to contact between the patella and third body debris. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.